Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an upper gi endoscopic procedure performed for a bleeding ulcer. According to the complainant, the needle extended, but would not retract. The device was removed from the scope and the procedure was completed using a standard injection needle. The device was inspected prior to introduction down the scope. Glue (hystoacro) had been injected into the patient using a non bsc device prior to the injection gold probe being used. They are unsure whether this problem was related to the glue used in the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.